Event description:
Device 1 of 2. Reference MFR report# 1627487-2014-013016. It was reported surgical intervention was undertaken on (B)(6) 2011. The original ipg was explanted and replaced for unk reasons. The pt stated he experienced pocket heating symptoms. It's unk if the issue occurred while recharging. No further information has been made available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Manufacturer narrative:
Reference MFR report # for device 2 was incorrectly reported as 1627487-2014-013016. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2014-01316. Additional historical information has been received. A medical chart review revealed the patient complained he was unable to recharge his stimulator. The physician "opined the generator had malfunctioned" and recommended replacement.